Event description:
A customer reported that during surgery, the right heel switch of the foot pedal had poor response. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative disassembled and cleaned the footswitch. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 21, 2013. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to a dirty footswitch. However, how or when the footswitch became dirty cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).